Manufacturer narrative:
The instrument was returned and evaluated. The instrument was placed on an in-house system for a cut test. Per the customer reported complaint, failure analysis investigation found that the scissors did not cut cleanly through (B)(4) latex. The latex got snagged at the scissor tips. The blade edges were not damaged, but the edges exhibited wear at the tips, negatively affecting cut performance. Failure analysis investigation also found that the distal end of the main tube had various scratch marks exhibiting light material removal. The scratches were approximately .129 - .155 in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions with material removed, found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that during a da vinci prostatectomy procedure, the scissors on the monopolar curved scissors instrument were found to be blunt. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.